Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger/modem would not charge a test battery pack. Upon evaluation, the u13 processor was corrupted on the bedside board. The cause of the inability to charge the batteries is the corrupted processor. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective component.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery packs.